Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the portal vein using a pod8. During the procedure, the physician advanced the pod8 into the target vessel but it would not take its intended shape; therefore, the physician decided to remove it. However, while removing the pod8, its pusher assembly was accidentally bent. The procedure was then completed using a pod10. There was no report of an adverse effect to the patient.